Event description:
It was reported that the patient was up-listed on the transplant list due to driveline infection for which he was unos status 3. The patient was admitted on (B)(6) 2021 with multiple syncopal episodes and low flow alarms, these findings persisted along with profound orthostatic hypotension with mean arterial pressure (map) decreasing from 100 while lying to 60 on standing. The patient underwent a computed tomography angiography (cta) and was discovered to have a large obstructive thrombus in the outflow conduit. The patient had been on therapeutic coumadin and was transitioned to unfractionated heparin for thrombi treatment and prevention of recurrent ischemic events. The combination of adverse events a unos status 2 exception was requested and the patient was transplanted on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) confirmed an extrinsic outflow graft obstruction that appears consistent with the account¿s report of observing a possible thrombus in the outflow graft on a computed tomography (CT) scan. A specific cause for the outflow graft obstruction and driveline infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between (B)(6) and the reported patient conditions (hypovolemia and syncope) could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. Approximately 5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon removal of the outflow graft bend relief, a lengthwise crease in the outflow graft was revealed with a small amount of accumulated tissue formed into the shape of the proximal end of the crease. Inspection of the interior surface of the bend relief revealed an accumulation of tissue. Removal of the accumulated tissue revealed that it had formed into the shape of the remainder of the crease, indicating the crease had been present for an undetermined amount of time while (B)(6) was supporting the patient. The interior surface of the outflow graft and graft attachment revealed no adhered depositions or thrombus formations. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to the reported low flow alarms. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 entitled ¿introduction¿ lists driveline infection as an adverse event that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. The heartmate 3 lvas patient handbook describes caring for the driveline exit site. Several sections of this handbook provide care instructions regarding preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The ¿alarms and troubleshooting¿ section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.